Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for an implant procedure. During placement, the left ventricular lead was moving in the suture sleeve. It was sutured three times and there was still movement of the lead. The lead remained implanted and functional. The patient was stable.